Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the numbers were ramping on the display screen. Customer also reported that the buttons on the keypad were sticking at times. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 200 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The device was received with cracked case at battery tube threads and minor scratched lcd window.